Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap chole procedure, the trocar was not maintaining pneumo. A second device was opened and the same thing occurred. The sleeve was replaced and the original olive plug was left to complete the procedure. There was no pt consequence.